Manufacturer narrative:
(B)(6). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported device expiration issue appears to be related to the use error. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use states: note the product use by date specified on the package. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 4.0x26 mm graftmaster stent was implanted to treat a perforation in the mid segment of the saphaneous vein graft to right coronary artery. The perforation was successfully sealed without any additional complications or adverse events. There was no clinically significant delay in the procedure. No additional informaiton was provided. The graftmaster stent was noted to have been used after the expiration date.